Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possible associated with surgery or stimulation.

Event description:
Reporter indicated that the patient began experiencing hoarseness 48 hours following implantation surgery. The patient's vns was not programmed on yet. The physician indicated that turning the vns device on made the patient's hoarseness worse. The patient was diagnosed with left vocal cord paralysis by an ent physician. Further information received indicated that "post-implantation of a 2mm lead the patient presented with the significant hoarseness and vocal cord paralysis, prior to initiation of stimulation." Revision surgery was performed in 2007. It was reported the doctor noticed "swelling in the electrode region causing pressure on the nerve." The surgeon elected to remove the 2.0 mm lead and plans to re-implant the patient with a 3.0 mm lead in the future. It was indicated that the patient's hoarseness has improved about 80% since removal of lead.